Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The shaft, hypotube, tip, stent, and balloon were microscopically examined. The balloon was tightly folded. The two proximal rows of stent struts were bent back and stretched distally. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 2.75 rebel stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 2.75 rebel stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.